Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no deviations or anomalies. Product examination on the returned dermacarrier unit did not find any issues. This complaint is non-verifiable. There were 3 complaints that used the same risk management file as part of their respective risk assessment. The scope of this search includes all part numbers contained within the same line item. The root cause of this event cannot be specifically determined with the provided information.

Event description:
It is reported the meshgraft produced a bad cut during surgery. The graft was useable; however, it did not produce the maximum efficiency in terms of covering the entire area. No adverse events have been reported as a result of the malfunction.